Manufacturer narrative:
Hospital retained the explanted devices. Therefore, an evaluation of the devices cannot be performed. Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "pt had a painful acetabulum. Pt was converted from a bipolar to a total hip revision."